Manufacturer narrative:
The company rep replaced the autofill luer fitting (0103-00-0398-01) and the fill manifold assembly (0104-00-0023). The unit was tested to factory spec. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the unit was in use on a pt, the unit generated the "autofill failure" alarm. The pt was switched to another unit and therapy was continued. No pt injury was reported.